Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 2.5-3.5 inr. On (B)(6) 2011, pt took amoxicillin 2-3 hours prior to testing on the inratio meter due to dental work.